Event description:
The MFR received a report from the user facility stating that four pts had experienced post-op inflammation. These were not reported to the MFR at the time of the incident. All pts had cultures that were negative, however, they were sent to a retinal specialist for a vitrectomy. The facility is unsure of what caused the inflammation, so they are now reporting on all product used during the surgeries. The product was disposed of by the facility, and no record of the lot numbers for the viscoelastic was retained by the user facility.